Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The reference device was returned to service center for an evaluation and the user's complaint has been confirmed. The device was then attached to the usg-400/esg-400 and found both switches working. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A visual inspection was performed on the returned device and found the probe completely broke off, and the broken piece was not returned with the device. The probe missing fragment could be 16mm in length. The remaining portion of the probe appeared to be bent slightly on one side, and measured about 3mm in length and there is some tissue build up. The ptfe pad (teflon pad) slightly worn, but no metal exposed. However, the teflon distal tip has a tiny piece missing about 1 mm, possibly melted off. Also, there are scrape marks on the wiper gold insulation. Based on the evaluation findings and similar reported event, the cause of the damaged probe is most likely due to the probe coming into contact with a hard and metallic surface, or applying too much pressure during activation.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time. However, based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke into the patient cavity. The doctor was performing seal and cut when the event occurred. The device fragments were retrieved with a grasper. No metal was exposed on the device jaw. There was no unusual bleeding reported. The generator settings were 2cut/1coag. The intended procedure was completed with a similar device. No other equipment was replaced during procedure. There was no patient injury reported. Additionally, the user facility reported that the device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed. The surgeon is trained and experience with use of the device.